Manufacturer narrative:
Patient did return device.

Event description:
The patient had been treating with the compression therapy pump and experienced groin and scrotal swelling. He saw his physician who did not seem concerned and did not change the prescription for the pump. The patient continued to treat as directed and experienced worsened swelling of the scrotum and penis. He also developed sores. Another physician advised him to go to the ER but he did not go for personal or family reasons.